Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck button alert and also reported a keypad anomaly. Troubleshooting was performed and explained the stuck button alarm occurred when a button was continually pressed for more than 3 minutes. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump failed the self test due to absence of vibration. Test p-cap locked properly into the reservoir compartment. All buttons were tested for their functionality and all passed, no stuck button. Successfully downloaded pump history files and traces using thump software. Pump alarmed a stuck button error alarm on the event date of 06/07/2023 at 03:31:01.000. Pump alarmed two pump error 53 alarms (file number: 2005, line number: 5632, esf #: (B)(4)) on the event date of 06/07/2023 at 04:15:22.000 and 04:19:26.000 due to a software anomaly. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, vibrating motor, and pcba 1. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Stuck button error alarm was not confirmed during testing. Vibration anomaly was confirmed during the self test due to moisture damage on the vibrating motor. Pump error 53 alarm was confirmed in the pump history files and traces due to a software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.